Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device are not responsive and are becoming more difficult to press. He stated that he noticed the issue 2-3 months ago while attempting to bolus. He stated that the infusion device sometimes gives confirmation beeps and vibrations with button presses but not all the time. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.